Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR. Report#: 3006705815-2018-02574, 1627487-2018-09854. It was reported that the patient was not receiving adequate therapy, due to invalid impedances. In turn, the patient underwent surgical intervention to explant and replace both leads. It was also reported that during surgery it was discovered that there was corrosion in the ipg header. As a result, the patient's scs system was explanted ands replaced, and therapy was restored post-op.